Event description:
On (B)(6) 2014, the distributor contacted animas for an unrelated issue and troubleshooting found that a loss of prime had occurred. The patient was reportedly not connected to the pump at the time of the loss of prime. The reporter noted that the patient had been re-filling cartridges, however the cause of the loss of prime could not be determined during troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).